Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced infusion set's tape not sticking event on (B)(6) 2024. The infusion set came off while doing excercise. No further information available.